Manufacturer narrative:
Evaluation of the returned pod6 confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was within its original position inside the ddt, and the proximal constrain sphere was present on the embolization coil. If the pod coil is retracted against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire, and result in the embolization coil detaching from the pusher assembly. The damaged non-penumbra microcatheter mentioned in the complaint may have contributed to resistance during the procedure. Further evaluation revealed multiple kinks throughout the length of the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. Some of these kinks may have occurred during the procedure as mentioned in the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a non-penumbra microcatheter, and a non-penumbra guide catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, resistance was encountered after advancing the initial four loops of the pod coil out of the microcatheter. While attempting to implant the pod coil distal to the aneurysm, the first two loops of the pod coil anchored; however, the rest of the coil did not land properly. When pulling back the coil, the physician encountered resistance and felt a pop. Fluoroscopy imaging confirmed that the pod coil had unintentionally detached. While attempting to remove the microcatheter and the pod coil together, the physician noted that the coil was not moving and that more than half of the coil remained inside the guide catheter. Subsequently, a syringe was used to remove the pod coil one millimeter at a time. After successfully removing the pod coil, the physician noticed that the pusher wire was kinked. It was also reported that the microcatheter was damaged and was therefore removed. The guide catheter was also removed. Next, a lantern delivery microcatheter (lantern) was advanced through a new non-penumbra guide catheter. It was reported that the physician had a hard time navigating the lantern through the patient's tortuous vasculature; therefore, the lantern was removed. The physician took final angiogram imaging using a new non-penumbra microcatheter and decided to treat the patient on another day due to the patient's medical history and recent transplant. There was no report of an adverse effect to the patient.